Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k021819.

Manufacturer narrative:
Device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on 1/16/2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed.

Event description:
On (B)(6) 2011 at 08:41am, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultrasmart meter would not power on. On (B)(6) 2011, the medical surveillance specialist (mss) contacted the patient by phone for additional information. The patient reported that the alleged product issue began on (B)(6) 2011 at 12:00pm. The patient reported that when she tested with the subject meter, it would not power on. The patient reported she manages her diabetes with insulin (self adjust). The patient reported that she could not test because the meter would not power on. The patient reported that on (B)(6) 2011 at 06:00pm she became "shaky" as a symptom due to the product issue. The patient reported that no treatment was required. The cca noted that during troubleshooting, there was no misuse of the subject. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.